Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown trident ceramic acetabular system. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Not returned

Event description:
It was reported through the filing of a lawsuit, that allegedly the patient received a trident ceramic acetabular system. It is alleged that patient "has suffered and continues to suffer both injuries and damages, including but not limited to: past, present and future physical and metal pain and suffering and extraordinary loosening and infection. As a result of the implantation of the device, the patient required a revision surgery on (B)(6) 2008.